Manufacturer narrative:
Follow-up #1: date of submission 12/04/2014.device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed an eaw 128 post motor delivery power supply fault, and eaw 064 motor error. The pump powered on with the returned battery cap, and was exercised for 24 hours with no power interruptions or duplicated alarms.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that a dr 11 call service alarm occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.